Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an applicator inner shaft broke during insertion of the cage (extra time for changing the applicator less than 5 min). There was no patient harm. This complaint involves 1 device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: the investigation has shown that the coupling part of the applicator inner shaft is broken off as complained. The review of the production history revealed that this inner shaft was manufactured in 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings, it is assume that a mechanical overload during insertion/hammering caused the breakage. In this regard we would like to point out that only controlled and light hammering on the applicator is allowed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.